Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. During the visual inspection of the sample, a hole was observed on the back of the overwrap packet. The sample was opened and the back of the straight-pack folder present holes. Per the condition of the sample the assignable cause of the packaging - integrity is a holes in the cavity.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2017 and the suture was used. During the procedure, it was found that the needle had penetrated the package before use. There were no adverse patient consequences reported.